Event description:
Note: this report pertains to one of two devices used during the same procedure. Associated manufacturer report #3005099803-2012-02638 pertains to the other device. It was reported to boston scientific corporation that an lynx system was implanted into the patient. According to the complainant, the patient experienced injuries (specifics unknown). All other information, including the patient's current condition, is unknown and reportedly unavailable.